Event description:
Reporting status: malfunction. Reporting rationale: guide wire separation has caused or contributed to patient injury previously. Device issue: guide wire separation. It was reported that there was a tight stenosis in the lad and the guide wire got in between the intima and the media. When the physician retracted the guide wire, it stretched. The guide wire was successfully removed and there was no patient injury. No additional event or patient information is available. This is being filed based on the returned product evaluation that revealed a separated guide wire.

Manufacturer narrative:
During process of this complaint, product performance group attempted to obtain complete event information, including patient information and patient status from the hospital, field contact or distributor. Evaluation summary: quality assurance analysis revealed that the guide wire was returned without blood or contrast visible. The core had separated 6 mm proximal to the tip ball. The fracture face of the core were bent and twisted. The tip coils were severly stretched, 5 mm proximal to the tip ball for a length of 5.6 cm, but still remained intact. There were tip coils that were tightened onto the core, 5 mm proximal to the tip ball for a length of 1 mm. There was no other damage noted to the guide wire. Due to the core separation and stretched coils, dimensional measurements could not be taken. The guide wire was sent to the lab for further analysis. Product performance engineering reviewed the incident information and the analysis of the returned device. Results of the scanning electron microscopy (sem) analysis indicate that the device core was subjected to excessive torsional overload beyond its design limit causing the tip to detach. For the guide wire to fail due to torsional overload, some portion of the guide wire would have to be trapped either in the anatomy or in another device and excess torque applied. From the incident description, the tip of the guide wire became trapped and stuck in the layers of the vessel wall. The cause of the torque was not described, but the sem shows that the guide wire had been overtorqued beyond the strength of the guide wire resulting in guide wire failure. The root cause appears to be from circumstances during the procedure and not a manufacturing related quality issue. This is a very low-level failure mode that is trended. The lot history record was reviewed and there were no non-conformities associated with this lot number. A query of the complaint-handling database was performed and there have been no similar complaints reported with this part and lot number combination. Manufacturing assures the quality of the guide wire tips through visual and dimensional inspections. Also, samples are destructively tested and each lot must pass the test requirements. Quality inspection verifies that all requirements are met. This MDR is considered closed by the product performance group.